Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review is not available as the device was discarded and serial number is not available. Trended case device investigation concluded: the investigation shows that the top housing (blue or red color housing) has detached leaving the receiver in the bottom housing. The root cause is traced to insufficient gluing process. CAPA is initiated. The clinical investigation concluded: no clinical assessment is needed, as the complaint is related to receiver detaching at the regular 3-month check and clean appointment, no harm or injury reported. Risk assessment: based on the info provided this appears to be a known risk covered by an existing CAPA. All resulting actions are contained within the CAPA including assessment of risks and associated updates. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It was reported that on april 22, user was at his 3-month clean and check appointment, ha aid was not working. Hearing care provider reports that the receiver is getting detached from the grey portion of the receiver. Broken receiver got discarded. No harm to the user reporter. No further follow up is expected.